Event description:
It was reported that allegedly, a pta dilatation catheter was difficult to deflate and required needle aspiration in order to be removed from the patient. Allegedly, after 3 to 4 balloon inflations were performed, the balloon failed to fully deflate, leaving a small reservoir of contrast in the balloon. Allegedly, the physician attempted to remove the balloon catheter from the patient, however, this proved unsuccessful. Allegedly, the balloon had to be aspirated with a syringe and needle in order to be removed. Upon removal, the balloon began to separate from the catheter. The balloon was completely retracted from the introducer sheath, and it was discovered that a portion of the balloon had become lodged within the introducer sheath. The introducer sheath was removed without difficulty. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned, and the investigation is currently underway. This is the only complaint reported to date for this manufacturing lot number.